Event description:
It was reported by the physician assistant that there was high impedance and current not delivered warning message for the device of the patient. Implant card was received confirming the patient received a full revision due to high impedance. The explanted product was stated to not be available for return. No additional relevant information has been received to date.